Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged with device/power cord or supply too hot to touch. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed pil the dust/dirt contamination found on the iso port, air inlet, the front panel, the bottom casing, blower box, and on the motor casing/impellers was inconsistent with degraded sound abatement foam contamination. Pil used a pil supplied known good humidifier and heated tube for the testing. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. There was no error codes found. Pil is unable to address the symptoms described. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath.